Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported about a customer whose adc freestyle libre sensor detached from their extremity after a day of wearing it. On (B)(6) 2019, the customer experienced symptoms of hypoglycemia and was admitted to the hospital for a day and treated with unknown medication for their symptoms. There was no report of death or permanent injury associated with this event.

Event description:
Customer's caregiver reported about a customer whose adc freestyle libre sensor detached from their extremity after a day of wearing it. On (B)(6) 2019, the customer experienced symptoms of hypoglycemia and was admitted to the hospital for a day and treated with unknown medication for their symptoms. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The reported complaint is related to adhesive issue-overbandage/support mount of the freestyle libre sensor. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there was not any product nonconformances identified. If the product is returned, the case will be re-opened, and a physical investigation will be performed.